Manufacturer narrative:
H6: code b01: the device evaluation showed the following: the gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: the stent graft was not returned for evaluation. The reported event of device distortion could not be confirmed. The lockwire handle was returned and removed from the white handle assembly. The device evaluation showed the lockwire was broken near the olive with the majority of the lockwire connected to the lockwire handle and a segment of the lockwire attached to the olive. This confirms the reported event of the lockwire breaking near the olive. The lockwire was not routed through the catheter as it had been removed with the handle. The device evaluation showed damage to the olive, skives (location where lockwire is routed into the catheter), and lockwire lumen in the olive. The surface of the lockwire break appears to have experienced ductile overload and are not indicative of a cut. The root cause for this failure could not be confirmed. The report of the device moving distally with removal of the delivery catheter could be attributed to the stent graft getting caught on the lockwire broken near the olive, but this could not be confirmed. Due to the bend in the lockwire near the olive, there is potential for the failure mode to be attributable to the manufacturing process. For the process failure mode of lockwire damage, the worst-case severity of harm that is reasonably foreseeable for this scenario is catastrophic. H6: code a0512 and code a0401 added h6 code b21 updated to b19. H6: investigation conclusions: code d16 updated to code d1501, code d1002, and code d12 according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications may include, but are not limited to stent graft: improper placement; incomplete deployment; migration; material failure; stent fracture.

Manufacturer narrative:
H6: code d1501 removed.

Manufacturer narrative:
H6: code d15 added.

Manufacturer narrative:
Engineering evaluation pending code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Code b21: engineering evaluation pending. . Code d16: engineering evaluation pending. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment of an aneurysm which was located distal of a previous implanted stent graft using a gore® tag® conformable thoracic stent graft with active control system. The previous tevar procedure was performed at another hospital, therefore there was no information about the previous implanted device and the implanted date. The gore® tag® conformable thoracic stent graft with active control system (ctag) was deployed in the usual way. Upon the delivery catheter of the ctag was attempted to remove, the stent graft was migrated distally with the delivery catheter because it seemed that the leading olive was caught on the proximal of the greater curvature side of the stent graft of the ctag. The delivery catheter was advanced again to remove it from the stent graft. It was successful and the delivery catheter was removed. The proximal of the stent graft had a distorted shape. The overlap between the previous implanted stent graft and the ctag was enough, so the touch-up ballooning was performed to the ctag. An angiography confirmed there was no endoleak, then the procedure was completed. Reportedly, the delivery catheter was confirmed after it was removed to outside of the patient body and it was confirmed the lockwire was broken at near the leading olive and a part of the lock wire attached the leading olive (see photo in case report). The physician stated that the lockwire was broken at near the leading olive and a part of the lockwire which attached the leading olive was caught on the proximal of the stent graft and the stent graft was migrated distally. He also said that there was no strong resistance when the deployment line was removed, it was the same as usual.